Event description:
Rv lead shock impedance varying, slight possible noise on far field iegm. Reports of repetitive rv threshold failing were received. Rv lead shows indications of potential lead issue. Physician is aware and patient has been brought in for lead evaluation. No adverse patient events have been reported. Lead remains actively implanted.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.